Event description:
Customer states they received high blood glucose results in the 200's - 300's mg/dl. Customer has gestational diabetes. The customers doctor advised them to increase insulin. The customer states they received a result of 261mg/dl and went to the hospital for a lab test. They don't know the result of the test but was told their blood glucose was low. The hospital device gave a result of 60mg/dl. Customer having symptoms of low blood glucose and was admitted to the hosp. A request was made for the return of the suspect device and replacement product was sent.